Event description:
The (B) (6) acute transport nurses transported an infant nicu patient to the pediatric MRI suite in the MRI safe incubator. When the MRI technologists were preparing the baby for the scan they discovered that one of the smaller side wall access doors was broken at the hinge. The swat nurse informed the technologists that the door broke off the hinge as they were preparing the infant for travel. The technologists did not feel that the door posed a safety threat to the child and proceeded with a successful exam.